Manufacturer narrative:
Additional details were received stating that the patient was brought to the hospital and defibrillation threshold (dft) testing was performed and was successful using only the rv coil. The measurement was 67 ohms and reverse polarity was used. The physician is choosing to leave the lead in this configuration and if no further alerts are received, it will stay in this configuration. If further alerts are received, then the lead will be replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations. The physician decided to observe the lead and device closely over the next few weeks. Additional information was received stating that the patient was brought into the clinic so a download of the device data could be performed and evaluated. The data provided shows the shock lead was programmed rv coil to can and the last manual test resulted in a shocking impedance measurement of 72 ohms on that vector. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this devoice was emitting tones due to a shock impedance measurement greater than 200 ohms. No adverse patient effects were reported.